Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the pump has been charging slowly. Follow up with the customer confirmed that the pump was able to be charged successfully with a different wall adapter. There was no reported impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer.